Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer¿s blood glucose level was unknown. Customer not received any alarms and customer had hyperglycemia. Customer was offered to hyperglycemia troubleshooting. The insulin pump will not be returned for analysis.